Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Device monitored for several days. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected weak battery alarm anomalies noted. Device received with cracked battery tube threads. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had sticky buttons. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.